Manufacturer narrative:
The sample associated to this report has been discarded and not available for investigation. Please xref MFR# 293699-2011-00192 for associated report and where a sample is expected to be returned for analysis.

Event description:
The company received a report where it was claimed that the products cuff would inflate on it's own during patient use. This report is associated to the fourth occurrence reported on MFR# 2936999-2011-00192/rx201102-1142.